Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as headache. The customer treated with syringes and IV drip at the hospital. Customer's blood glucose value was 330 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6)2017. Customer was hospitalized at va lexington on (B)(6) 2017. The drive support cap appeared normal. The customer found the infusion set with a bent cannula. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.